Manufacturer narrative:
Calibra has been unable to request return of the device at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 10/14/2015 device evaluation: the patch has been returned and evaluated by product analysis on 10/06/2015 with the following findings: the patch was returned with the cover detached from the base; the red cap and needle were still in place as were the blue guide cap, tether, and adhesive backing indicating the product had not been used. The cover was examined and the heat stakes were found to be fractured. Further examination found no evidence of prying on the cover or base and there were no signs of impact damage.

Event description:
On 06/11/2015, calibra received an anonymous survey which indicated that one of the insulin delivery patches had come apart when attempting to use the device. No additional information was provided related to the complaint. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.